Event description:
The pt had surgery 12/12/93 for colon obstruction and colostomy. On 3/15/94, pt was scheduled for a barium enema through colostomy and fluoroscope. The product was installed in the colostomy opening with no difficulty encountered. When barium began to run into the bowel, it was noted that it was in the peritoneal cavity. Pt went immediately to surgery for repair.